Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer either loaded a new cartridge to resolve the issue or reloaded the existing cartridge to resolve the issue. There was no reported adverse impact to the customer.